Event description:
This report was received of a woman who was treated with healon 5. Six hours later, her intraocular pressure was elevated (36). Three hours later, her intraocular pressure returned to normal (16). A complete recovery was reported. She was treated with timolol, dorzolamid, brimonidintartrat, and prednisolone. The event was possibly related to healon 5.